Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. The customer confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose (bg) level was 260 (mg/dl). The customer stated they were unsure if the elevated bg level was due to the battery issue or recently eating. The customer stated a bolus via the pump would be delivered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.